Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer that the insulin pump does not register the bolus and may have under delivered the insulin. The customer reported that his blood glucose level was 21.6 mmol/l. And he treated his blood glucose with manual injections. The customer reported that he bolus 0.2 and 0.5 and then placed it in the holster. The customer reported that he did not see any bolus wizard on the carelink report. It was stated that total amount of bolus given today through bolus history was 24.8. Reviewed daily details for today 60.65unit carb 45g total insulin 60.25 basal 35.65 bolus 24.8 manual 13.6. The customer stated that the amount today is way less than the previous days. It was stated that based on the information we collected from the pump is that the bolus for his lunch which was supposed to be 8units were not delivered. It was explained to the customer that daily totals shows that 24.8units of bolus was given today and the total for his boluses in the bolus hx for today equals to 24.8units. Troubleshooting was not completed at the time of call. Product is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed with multiple bolus wizard and downloaded the device using care link pro. The wizard boluses were delivered and recorded properly in bolus history screen and shown on general report.